Event description:
It was reported that the ventilator had issues with fio2 measurements. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
It was reported that there was issues with fio2 measuring. No further issues has been reported. Given this, we have not been able to confirm the problem nor can we identify any root cause. No logs were provided and no parts was reported as replaced, therefore the root cause for the reported problem could not be determined.